Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that over the last month or so their implant stopped charging at 80%. Patient stated that they charged their implant every day and that some days they were able to charge their implant to 100% in 15 minutes and other times it took forever to charge. Agent walked patient through removing the battery pack. Patient inserted the batteries pack and confirmed controller is 100% and implant is empty. Patient then connected the recharger to the implant and confirmed charging excellent. Patient noted that it can take 40 placements to get the implant to start charging. Patient checked the controller and recharger for damage and none was found. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. It was reported that patient called back about charge times and the fact that the stimulation does not reach their legs. The patient stated that the several hour charge period was on sunday and did charge to 100%. Patient mentioned their equipment has been checked on and that the equipment looked good. Patient had a phone call with their representative on tuesday and the representative redirected the patient to talk to patient services. Patient mentioned that since sunday they have noticed that the stimulation no longer targets their legs, but their back while their legs are the desired target. Patient expanded on the fact that the stimulation in their back that felt like "pinnacles of shocks" to their back. Patient also noted that before the programming the stimulation was too much while now the stimulation was not enough. Patient stated that they have had to turn off the stimulation because it was too much and would shock the hell out of their legs. Patient noted that they stick to using group a. Patient expressed concern that their implant battery used to be used up by 50-60% in a day while now in two days the implant battery only decreased by 10%. Agent reviewed variables around charging frequency. Agent redirected to doctor and emailed the representatives to contact the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.